Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, the patient did not return the strips. As no product was returned, a specific root cause could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient stated that he was taking antibiotics during the affected time frame when the comparison to the laboratory took place. Per product labeling: "when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time." The patient performed a comparative measurement and was within the accepatble range. The patient had a test result of 3.1 inr at the doctor's office while the meter result was 3.2 inr. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 the patient had a laboratory result of 1.8 inr while the meter result was 4.0 inr. The time difference between the test measurements was approximately 2 hours. The patient's therapeutic range was 2.0-3.0 inr.